Event description:
Lap small bowel resection procedure. It was reported that malformed staples were observed after a slc55g dlu was fired. Another device was used to complete the case without further incident.

Manufacturer narrative:
Results and conclusions: during analysis, the slc55g dlu was re-fired in the lab and observed five staples with one leg that was partially malformed. However, staples at both the proximal and distal ends were formed, indicating that alignment is not an issue. It was undetermined what caused the reported malformed staples.